Event description:
The healthcare professional (hcp) of a clinical study reported that a patient mentioned during an MRI in (B)(6) 2015 that they experienced a burning sensation around the stimulator site. The MRI was on the right shoulder. The patient reported intense burning at the battery site. The patient began feeling burning sensation after she had her MRI. The patient stated that she then started losing the ability to charge and the battery was getting the "end of life" message. The generator was turned off during the MRI, however the patient said according to the interrogation by the manufacturing representative it was still showing that it was on. The patient was going to have an explant/replacement on (B)(6) 2016 but that was cancelled and needed to be rescheduled. The cause of the end of life message was unknown. It was not determined if the event had resolved. The device had not been explanted. Records indicate that it had been turned off. Relevant medical history included: chronic low back pain, spinal pain

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.